Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the recess screw head was broken when tightening during the surgery frontal temporal part. There was no harm to the patient. No surgical delay was reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.